Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, and the complaint investigation, in addition to updates to fields b5, d4, g4, and h4. The subject device was not returned. The complaint investigation reviewed the customer provided cds processes, where the following deviation from the IFU was confirmed: customer had not been doing enhanced cleaning in the sink (ie filling channels prior to cleaning). The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Based on the results of the investigation, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Olympus will continue to monitor field performance for this device.

Event description:
Customer had not been doing enhanced cleaning in the sink (ie filling channels prior to cleaning). When the customer cleaned and retested the device, they received a negative micro test result.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The device was retested and it tested positive again for unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.